Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's downloaded data revealed multiple occurrences of svc code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed incoming testing and displayed svc code 102. The cause for the code 102 and incoming test failure is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive current is broken solder connections on high voltage capacitors c21 and c22 on the defibrillator board. The root cause for the broken solder connections on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.